Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent and balloon were found expanded. Upon opening the package and picked up the 3.00x16mm liberte stent, the physician noticed the proximal and distal of balloon and stent were expanded. The device was not used. The physician completed the procedure with another 3.00x16mm liberte stent. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the proximal and distal edges of the stent were partially deployed. There was a build up of solidified contrast media present inside the inflation lumen. This contrast media is consistent with positive pressure having been applied to the stent through partial inflation of the balloon. No kinks were noted along the entire length of the shaft. It is noted that the device could not have been packaged with the stent protector, if the stent was partially deployed at its proximal and distal ends. Therefore the partial deployment of the stent at its proximal and distal ends could only have occurred after the stent protector was removed and positive pressure was applied to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent and balloon were found expanded. Upon opening the package and picked up the 3.00x16mm liberte stent, the physician noticed the proximal and distal of balloon and stent were expanded. The device was not used. The physician completed the procedure with another 3.00x16mm liberte stent. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
(B)(4)